Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the left drg lead had migrated. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that migrated.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8696258.

Event description:
Related manufacturer reference number 1627487-2023-02891. Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.